Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:03. This event occurred during biomedical testing and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:03 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.